Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: neu_ascenda_cath, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
A company representative reported that as per a healthcare provider (hcp), the patient was receiving lioresal with concentration 500 mcg/ml via their implanted pump at a dose rate of 100 mcg/day. The drug lot number of lioresal was unknown / not available. The indication for use regarding the pump was intractable spasticity and cerebral palsy. The patient experienced a loss of effect regarding intrathecal baclofen (itb) therapy. The patient was not responsive to increased dosing and no withdrawal was noted. An x-ray revealed normal result and good flow was observed from the catheter access port (cap); date of tests was not reported. The entire itb system was replaced on (B)(6) 2015. The issue was resolved and the patient was without injury regarding their status at the time of the report. The pump and catheter (distal and proximal segment) were returned to the manufacturer. No further information was reported; analysis results were not yet available. A supplemental report will be provided as additional information becomes available.

Manufacturer narrative:
Analysis of the pump found no evidence of anomalies. Analysis of the 8780 catheter found a kink observed in the catheter body.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.